Manufacturer narrative:
A device evaluation was performed and it was found that the product was manufactured with both sides of device containing a gram-positive conjugate band, in place of one side having gram-positive and the other gram-negative. Root cause has been determined to be an operator error. It was found that an operator placed gram-positive conjugate band on the gram-negative side of the testing device.

Event description:
A user facility reported three occasions of a pgd positive control that did not give the expected results. The reported events occurred on (B)(6) 2010. The problem manifests itself as non-reactive platelet pdg test results on the gram-negative side of the test device when testing known gram-negative samples. All three reports occurred during testing of the device prior to use. There was no pt involvement related to these events.